Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was diagnosed with cervical kyphosis; and underwent decompression and fixation at c2-t2. Intra-op, when inserting the screw and after changing its direction with the angle positioner, the doctor felt strange and was not sure if the screw head had been put in the desired direction. The procedure was completed without any patient issues. After the operation, when the angle positioner was checked with a sample screw, the direction of the arrow of the positioner and the direction of the actual swing were found to be greatly deviated. The direction of the inside dent and the outside notch of the positioner was found deviated. It is unknown if the implant in the actual operative field had malfunction, but the doctor's claim was proved in the tested sample.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The alleged screw was also suspected to be broken.